Event description:
On 6/3/2024, it was reported by a sales representative via (B)(4) that an ar-3610pk-3 fibertak, percutaneous insertion kit had a drill break at the tip during use. The tip was not retrieved from the patient. The standard technique was being used in hard bone. The drill tip broke on the last anchor hole and was not needed for the rest of the case. The anchor deployed and firmly held in the hole. There was no delay to the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed. Based on the images provided from the field, it is evident that the device had a puncture below the cutting tip. Consequently, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion, prying, and leveraging the device.